Event description:
It was reported that the device's ac mains led is not illuminated. The reported problem is indicative of a device that will not operate on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided biomed, per his request, with the part number of the power module and list price. The customer has declined service at this time. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.